Event description:
It was reported that this right atrial (ra) lead recorded oversensing noisy signals on stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the device data and noted a prior lead safety switch (lss) for high out of range pacing impedance measurements. Ts recommended reprogramming adjustments. No adverse patient effects were reported. This ra lead remains in service.